Event description:
The ge oec 8800 fluoroscopy system displayed degraded imaging during a procedure. Images became blurry. No interruption of the procedure was noted or recorded.

Manufacturer narrative:
A ge oec service rep investigated the issue, and re-seated all pcbs and internal monitor connections to restore image quality to the system. The system was further tested, and found to be operating as intended. No negative pt effect caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.